Event description:
Acute kink in tubing of access port. Replaced with another port. Follow-up findings: leakage at or near tubing connector.

Event description:
Acute kink in tubing of access port. Replaced with another port.